Event description:
A tandem mobi cartridge alarm was reported, prompting the customer to visit the emergency room, where they stayed for 3 hours on (B)(6) 2025. During the incident, the customer's blood glucose level reached a high of 676 mg/dl, but there was no injury, and the ketone level was not deemed life-threatening. The customer received treatment with IV fluids and insulin, which resolved the issue, and there was no permanent damage identified. The customer was able to leave the ER the same day after reloading the original cartridge successfully after assistance from technical support, who guided them to remove the cartridge and deliver a bolus, which completed successfully.